Event description:
A copy of a journal article was rec'd by shiley which reported a pt had surgery to replace their bjork-shiley heart valve. Subsequent info obtained from the author of the article indicated that the aortic valve was replaced due to "paraproth. [Sic] leak". According to the author, the pt also had a double coronary artery bypass done.